Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results when comparing the performance of the simplexa covid-19 direct assay to the results from the competitor assays seegene - biorad, and hologic - panther. Simplexa runs and data on the competitor assays were provided. The first run showed a total of 7 samples numbered 1-7. The first 3 samples (sample ID 1, 2, 3) initially resulted negative on the simplexa assay, but were detected by the seegene-biorad method. Sample ID 4 was detected by the simplexa assay, and also detected by the hologic-panther method. Sample 5, 6, and 7 also matched the competitor assays. No discrpancy occurred with sample 4, 5, 6, 7. It is not clear if the 2nd set of data on the same day was for the same samples run in the 1st set of data provided as the samples were number 1-4 only. A total of 4 samples and 4 postiive controls were tested with the simplexa assay in the 2nd run file. The first 2 samples resulted negative when comparing to positive results of the hologic-panther. Sample 3 and 4 were detected by both the simplexa assay and both competitor assays. No discrepancies occurred with samples 3 and 4. It is not clear what patient sample collection method was used in the competitor assays and if they have similar targets as the simplexa assay. No patient samples were returned for investigation, so retains of mol4150 lot# x9124n were tested using positive controls and no-template controls (ntc). All positive controls were detected at an average CT = 26.4 (s-gene) and 26.9 (orf1ab) and the internal control avg CT = 30.3. No malfunctions occurred during retain testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results when comparing the performance of the simplexa covid-19 direct assay to the results from the competitor assays seegene - biorad, and hologic - panther. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor assays and no alleged harm occurred. Patient information and patient sample collection method was not provided.